Event description:
It was reported that the lead displayed a rise in threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparently explant damage. The analyst also noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed in the lead that could be associated with the electrical complaints.